Event description:
84 year old female admitted 07-12-93 for thrombosed left iliac artery. Pre-event history of angioplasty/stent and/or urokinase therapy to several occlusions. Past medical hx. Significant for diabetes, mi, and chronic left lower extremity ischemia. On 07-14-93, during a stent placement and angioplasty procedure, a 8 mm long schneider wall stent was inserted into sfa (superficial femoral artery) using straight stick approach and deployed to the proximal aspect of sfa. Post stent arteriogram showed some residual stenosis within the stent. A medi-tech dilation balloon catheter (5 mm x 10 cm) was inserted into the stent and the wall stent dilated during which the balloon ruptured. Difficulty removing the catheter was encountered. The shaft was removed but the balloon remained within the sfa. Emergency surgery included extraction of the retained foreign body, with vein patch angioplasty. Later that same day returned to surgery for continued ischemia of left leg and/or left femoral embolectomy. On 7-22-93 diagnosis of severe pvd and ischemia left lower leg. On 7-25-93 left bka completed. Evaluation of balloon catheter post event limited to visual exam of catheter, shaft, and extracted foreign body. Latter items not destroyed/discarded.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, balloon. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.